Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the led is intermittently shorting out. No consequences or impact to patient were reported.

Manufacturer narrative:
Manufacture date: corrected from 07/30/2014 to 06/09/2014.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was unable to power on via ac or dc power. Internal inspection revealed a damaged ac in connector, damaged system board and a battery that is unable to charge or power the device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.